Event description:
It was reported that a patient had a l4-s1 posterior lumbar fusion in (B)(6) 2011, exact date unknown. The surgeon used synthes universal spine system (uss) and an unknown peek interbody cage (may be synthes, but there are no records to confirm) for original surgery. A second surgeon saw the patient in (B)(6) of 2013. The patient complained of back pain and right l5 radicular symptoms. Surgeon assessed the patient had a nonunion and required further decompression. Surgeon performed the revision on (B)(6) 2014. Intraoperatively he found a nonunion at the l4-l5 and l5-s1 levels. He removed all of the uss hardware and replaced it with larger diameter uss screws. It was observed during the revision surgery that all screws that were removed were slightly loose in the bone. He left the interbody peek cage alone. The surgeon then placed uss iliac screws alongside the rod and connected them. He successfully completed the procedure. This report is for one unknown peek cage. This is report 1 of 21 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown peek interbody cage that is most likely synthes, but no records to confirm. Unknown date (B)(6) 2011. Device was not explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.